Event description:
It was reported "patient is t4 paraplegic that had undergone tha in 2003. While transferring self from chair to bed and pulling their leg up, leg went into awkward position. X-ray revealed a dislocated constrained insert." Required revision surgery.